Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported prior the revision procedure, the patient was noted to have effusion, patellofemoral crepitus, grinding, limp, pain with standing, walking, getting in/out of car, using stairs and rising from a chair. It was also noted that the patient¿s activity daily living affected is transfers, stairs, bathing, walking and positional change. During the revision procedure, the surgeon noted the tibial component only had 50% bony ingrowth on the backside of the component.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal cruciate retaining (cr) catalog # 42502206001 lot # 62504834, articular surface fixed bearing cruciate retaining catalog # 42512000511 lot # 62432752, nexgen trabecular metalac standard primary patella catalog # 00587806532 lot #62539434, persona natural tibia, catalog # 42530007101 lot # 62423338, persona trabecular metal femoral, catalog # 42502206001 lot # 62504834. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00402, 0001822565-2018-00795. Product location unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately four years post-implantation due to pain, numbness, and possible loosening of the tibial component. The tibial component and articular surface were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4) updated : therapy date reported event was confirmed due to the medical reports of persistent pain being consistent with mechanical loosening. Device history record was reviewed and no discrepancies relevant to the reported event were found. The reported components were reviewed for compatibility with no issues noted. Root cause for the loosening of the tibial component is determined as design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.